Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot was not confirmed. The reported foot separation was confirmed. The reported failure to achieve hemostasis and difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - improper or incorrect procedure or method clarifier incorrect removal.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first prostyle device was deployed without any problems at the 11 o'clock position. Reportedly, after step 1 of the second prostyle device, the device was felt to have come out without resistance when the device was pulled out slightly to feel tactile sensation of the foot against the anterior vessel wall. Retraction of the foot was then attempted; however, the lever would not completely come down (the foot could not be folded). The prostyle device was removed against resistance with the foot deployed. A third prostyle device was successfully pre-placed at the 1 o'clock position. The sheath was upsized to 16f and the tavi procedure was completed. After completion of tavi, hemostasis was judged to be inadequate and hemostasis with manual compression was not possible. Hemostasis was completed by the cardiovascular surgery department, repairing the blood vessel at the puncture site due to damage caused during removal of the prostyle device with the foot deployed. There was a reported clinically significant delay in the procedure or therapy. It is possible that a foot separation occurred; however, this could not be confirmed when the prostyle was checked outside the body. The sheath was intentionally cut outside the patient anatomy. Although there was no calcification at the puncture site (confirmed by CT), calcification of the distal part was heavy from the bifurcation and it was difficult to check where the foot was with imaging and CT. At this time, no blood flow failure or symptom has occurred. The patient has been hospitalized for a while and is under observation. No additional information was provided.